Event description:
It was reported that a ventilator had an inoperative compressor message, during patient use. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).